Event description:
Pt reported that the device malfunctioned. Both cylinders were explanted. Investigation found the proximal tips were torn. Also found 10mm tips were used on 12mm bodies which resulted in silicone material tearing at the base of the proximal tips.